Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump to address bg and declined further troubleshooting with tandem technical support regarding the issue.